Event description:
It was reported while using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes that there was insufficient filling in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670; k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes that there was insufficient filling in an unspecified amount of tubes. No adverse impact was reported regarding the patient or user

Manufacturer narrative:
Investigation summary: bd received 4 photos for investigation. The photos were visually evaluated showing the indicated failure mode. Additionally, 100 retained samples were visually inspected with no visible defects. Furthermore, functional tests were performed on 10 retained samples, and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.